Manufacturer narrative:
(B)(4). Batch # p9244x. The device was returned with the blade tip broken off. The broken tip was not returned. The blade tip portion may have broken off the device during transport to our analysis site. In addition, dry body fluids were observed on the shaft, handle, and instrument cable. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. The device was inspected and contact with metal was observed on the blade surface. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the harmonic hdi1000i presented an error message at the end of a gastric bypass case. The generator prompted the surgeon to clean the jaws, he did so with a wet sponge and then it prompted him to replace the device. Rep was called into the room and unplugged the device from the generator, rebooted the device and tried to activate and it was still unsuccessful. The case was over and did not need to pull another device. There were no adverse consequences for the patient.